Manufacturer narrative:
Pump passed the unexpected restart error test and displacement test. No unexpected restart error alarm was noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube window, reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with unexpected restart alarm after battery change. The blood glucose was 80 mg/dl at the time of the incident. Troubleshooting steps were guided for unexpected restart alarm. Customer also reported low battery alarm. The insulin pump will be returned for analysis.